Event description:
Same case as MFR# 2134265-2009-06108. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The patient presented with severe chest pain and shortness of breath and was admitted to the hospital. The patient underwent an EKG which revealed an acute myocardial infarction. Two 3.0x12mm taxus express2 stents were implanted in the right coronary artery (rca). The patient was instructed to take plavix for at least 12 months following stent implantation, and it was noted that the patient was compliant. One year and eight months later, the patient presented with an inferior wall myocardial infarction and an in-stent thrombosis was discovered in the previously implanted taxus express2 stents. A left and right coronary angiogram was performed along with further stenting with a non bsc stent.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.